Manufacturer narrative:
Citation: hammerer m, hasenbichler p, schörghofer n, et al. Importance of imaging assessment criteria in predicting the need for pos t-dilatation in transcatheter aortic valve implantation with a self-expanding bioprosthesis. J cardiovasc dev dis. 2025;12(8):296. Published 2025 aug 1. Doi:10.3390/jcdd12080296 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the predictors, incidence, and impact of performing a balloon post-dilation during transcatheter aortic valve implantation (tavi). The study population consisted of 585 patients who underwent tavi with a medtronic self-expanding valve type (evolut r or evolut pro). A post-dilation was performed in 67 of the 585 patients. The authors stipulated that the decision to perform a post-dilation was based on the occurrence of one or more of the following issues after valve deployment: frame under-expansion, infolding, residual pressure gradient or stenosis, and ¿unacceptable¿ paravalvular leak. Adverse outcomes after tavi included: major vascular complications, need for permanent pacemaker implantation, and stroke. The authors also recorded patient survival over a five-year period. However, no evidence was presented to suggest a causal relationship between medtronic devices and any deaths.